Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the healthcare professional (hcp) was doing the revision today ((B)(6) 2020) and was requesting the 8598a manual sent over in case they revise the spinal catheter as they move the pump to the other side of the abdomen. The rep did not know drug information or when the issue began, but would likely know when the case was finished. The manual was sent. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that the healthcare provider stated that there was ¿skin breakdown over the pump¿ and they plan to move the pump to the opposite side of the abdomen tomorrow. The healthcare provider planned to cut the pump segment and ¿recover the catheter in the lumbar spine¿ and move the pump site to the other end of the abdomen. Per the reporter, the healthcare provider did not want to revise the spinal portion because the patient had scoliosis and they were assuming the patient might have hardware. No further complications were reported regarding the event.